Event description:
Customer states that she 'blacked out' and was unsure how long she was unconscious. No treatment was reported, but customer recovered at some point later. Customer states that she believes she attempted to test prior to this incident and was unable to receive a result. She reports that the device display error instead of a result. The customer reports that she was been unable to obtain a result for the past 2 weeks and that the device will begin a test prior to applying blood with a result of 'error'. Requested return of the suspect device and replacment was sent.